Manufacturer narrative:
Neither the console nor the circuit has been returned for investigation. A device history record investigation has determined that the a1100 console meets specification and there are no other complaints associated with the device. The lot number of the circuit is currently unk therefore gambro could neither perform a device history record check nor a complaint history file check for the circuit.

Event description:
A pt was admitted to the hospital with acute decompensated right sided heart failure [adhf] and liver failure. The pt developed thrombocytopenia and dic and following hospitalization, the pt had a weight gain of 13.6 kg of fluid. Aquapherisis treatment was initiated and 9l of fluid was removed over the course of 3 days. The pt's urine output decreased with an increase in serum creatinine, liver enzymes, and white blood cell count. Thrombocytopenia and hypoglycaemia were noted and the physician suspected an acute haemolytic anemia occurred. The pt was transferred to ICU and the pt and family elected not to have any additional treatment. The pt expired the following day.